Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device had an oxygen failure. There was no patient involvement when the issue occurred. No patient or user harm reported. It was reported that the device was restarted, but still did not work. The remote service engineer (rse) suggested troubleshooting the oxygen flow sensor. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. Based on information provided and/or service performed the reported issue was not confirmed.

Manufacturer narrative:
During follow up, it was reported that the following error code was observed - 1111 (cbit) check vent: oxygen device failed.